Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: per the sales rep: this was reported to me by the chief resident. She reported that the surgeon does not feel this was an issue with the stapler and that they failed to check the donuts after firing the circular stapler. It is uncertain if they did a leak check during the procedure. The following information was requested, but unavailable: how was the leak detected? How long after the initial procedure was the bleed identified? What were the findings of the operation? What was the observed staple form at reoperation? What was the location of the bleed? What does the surgeon feel was the root cause? Was the anvil introduced into the stomach trans oral or trans gastric?

Event description:
It was reported that during a gastric bypass procedure, the patient was brought back in post operatively because of a bleed at the anastomosis on the gastrojejunostomy. The surgeon re-operated and over sewed the anastomosis to complete the case. One device was discarded.